Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This pi is for the revision of the patient's hip in (B)(6) 2019. In covering a revision of the patient's hip (B)(6) 2019 ((B)(4)), the surgeon reported the patient had had a previous revision of the same hip in (B)(6) 2019. The rep was not present for the procedure and has no access to additional information (reason for revision, revised stryker devices, medical records, etc) as the surgeon does not believe the revised stryker devices were at fault.